Event description:
A falsely elevated troponin I result of 14 ng/ml was obtained on a pt sample. It's unk if the result was reported to the physician. The original sample was retested and a result of 2.01 ng/ml was obtained. The sample was retested on an alternate analyzer and a result of 0.21 was obtained. Pt treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was sample integrity.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument date indicate that the cause for the falsely elevated troponin I result was sample integrity. The IFU for dimension ctni flex reagent cartridge contains the following info: "specimens should be free of particulate matter to prevent appearance of fibrin in serum samples, complete clot formation should take place before centrifugation." The instrument is performing within specifications.